Event description:
As reported by the user facility: on (B)(6) at 7:50, a nurse started lr drip (1000ml bag) at 70ml/hr. A 100ml bag of vancomycin was given over an hour. A syringe pump also was administering a dose of zosyn via a syringe pump through the lower y-site. At 16:05, while delivering a second 100ml dose of vanco, the nurse noticed the flow of the lr was greater than it should; there was a stream in the drip chamber versus drips. There was 420ml remaining. I saw the bag setup. The syringe tubing was connected in the lower y-site. The vanco connected in the upper y-site. They used the 490036, so there is no middle y-site. The biomed stated that when the pole and pump setup was brought to them, that both bags were at the same height on the pole; they weren't sure if the nurse had done this after the infusion was dc'd. The primary lr bag did have the blue extension on the bag to lower it, but not sure how it was setup on the pt.

Manufacturer narrative:
(B)(4). B braun took a three-pronged approach to this investigation: clinical on-site assessment. Biomedical on-site assessment - included preventative maintenance and repairs as needed on all pumps. Customer complaint investigation. The clinical on-site assessment was conducted from (B)(4) 2011 by b braun clinical personnel. During this assessment, all hospital shifts were covered and a total of 118 clinicians were included from 14 different areas of care. This assessment revealed no user related issues that could have led to this event. The pump was returned to b braun on (B)(4) 2011 for investigation. The log of the returned pump was first reviewed and indicated that the infusions identified in the event were administered on (B)(6) 2011, not on (B)(6) 2011 as indicated. It was confirmed that the pump's date stamp was correct. At 8:02, the primary infusion began at a rate of 75 ml/hr (line #(B)(4)). At 10:16, the primary infusion was stopped and at 10:18, a piggy-back infusion was started (line #(B)(4)). The rate was set for 100 ml/hr with a volume to be infused of 104 ml. At 11:20, the piggy-back infusion stopped and the pump switched back to the primary infusion. The primary infusion was stopped again at 15:58 (line (B)(4)). The piggyback infusion ran for 62 minutes for a total infused volume of 104 ml. The theoretical volume for 62 minutes is 103.33 ml; therefore, the pump infused 100.6% of the expected amount, which is within the spec of 100% +/- 5%. The primary infusion ran for 132 minutes initially, with an infused volume of 168.26 ml. The theoretical volume is 165 ml; therefore, the pump infused 102.0% of the expected volume. The second primary infusion ran for 278 minutes, with an infused volume of 347.83 ml. The theoretical volume is 347.5 ml; therefore, the pump infused 100.1% of the expected amount. Both infusion were within the spec of 100% +/- 5%. Volumetric accuracy was tested three times at a rate of 75 ml/hr and a volume to be delivered of 524 ml (main with 100 ml/hr and 104 ml (piggyback). The tests met specs at 624 ml, 622 ml and 621 ml with no free flow condition that could be replicated with the door opened or closed. Lowering or raising primary and secondary bags had no effect on volumetric flow. In addition, attaching a syringe pump to the lower y-site, and running at low or high rate, had no effect on volumetric flow from the primary or secondary bag. As a result of the analysis the event described could not be confirmed on the returned pump. In addition to the testing that was conducted on the returned pumps themselves, various lot numbers of infusomat space pump IV tubing sets (b braun material number (B)(4)) that were distributed to (B)(6) hospital were also evaluated. There were no visual anomalies identified and all dimensions analyzed were within the established specs, including the space tubing segment of the sets. The tubing sets were also tested on a variety of infusomat space pumps at various infusion rates and each of the sets functioned as intended. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available from the MFR, a follow -up report will be filed.